Manufacturer narrative:
The events of capsular contracture, baker grade iii and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is capsular contracture, baker grade iii and seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side capsular contracture, baker grade iii and "moderate/large seroma adjacent to the prosthesis." The device remains implanted.